Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance with gradual increase since 2016. Current shock impedance was shown to be greater than 200 ohms. Technical services suggesting getting a new lead since rise in impedance did not show any signs of stopping. It was decided to delay the procedure. This lead currently remains in service and no additional adverse patient effects were reported.